Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute guidewire. An unplanned additional stent was placed to cover the dissection. The procedure was completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute guidewire. An unplanned additional stent was placed to cover the dissection. The procedure was completed.

Manufacturer narrative:
Complaint investigation report is attached to this report.